Event description:
It was reported that the device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
No medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high input current was observed on the hybrid. The high input current was caused by an anomalous component on the hybrid.